Manufacturer narrative:
Concomitant medical products: product ID: 5092-52 lead ,implanted (B)(6) 2016; 5071-35 lead, implanted: (B)(6) 2014 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator system was explanted. No further patient complications have been reported as a result of this event.